Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking of a 2.50mm x 20mm emerge balloon catheter, the shaft was already kinked and broken. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was stable.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.50mm x 20mm emerge balloon catheter, the shaft was already kinked and broken. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. Visual inspection revealed that at 85cm from the strain relief, the hypotube was separated. Microscopic inspection revealed no further damage or irregularity. There was blood and contrast present to the balloon folds; however, no fluids were detected within the device. Media attached in complaint record (B)(4) depicted several photos. One photo depicted an emerge device with a separation to the hypotube and the reported complaint batch box packaging. A portion of the distal segment of the separation was within the shipping hoop and the proximal portion of the device was coiled and clipped. No kink to the device was detected. The other media provided was found to be inconclusive as one depicts a separation and a kink to a device within what appears to be a few inches apart. Another depicts a portion of an emerge hub with a wire protruding out of the hub; however, because the device failed to return in the fashion portrayed in these two photographs and neither reflected the reported complaint batch, then this media is inconclusive to the reported event unless further information is provided. Based on the previous full device photograph, a kink in this proximity to the separation was not visible.